Event description:
A patient underwent a cesarean section procedure, and the insorb 2030 skin stapler was used to close the incision. Two day post op the patient experienced a wound separation. Re-closure via tape or steristrip in a clinic.